Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white particles (calcification) on the shell and four openings curved on the posterior and patch. Leak test and microscopic analysis was performed which identified: three openings striated and one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings due to surgical damage consist in the use of some surgical tool. One crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported right side deflation. The device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.